Event description:
It was reported that the user experienced frequent low glucose episodes while using the ilet and attributed crashes to meal announcements, subsequently stopping meal announcements for two weeks and frequently pausing insulin delivery multiple times per day. Symptoms included hypoglycemia, with an example pattern of suspension followed by hyperglycemia and subsequent correction leading to a low. Outcomes included user-perceived risk of hypoglycemia requiring oral glucose intake and education on use of the system. Investigation included remote troubleshooting, review of insulin history, and guidance on a full reset procedure, with user completing the reset pending cgm reconnection and assignment for additional training on meal announcements. Investigation of this case revealed user-initiated pausing of insulin and discontinued meal announcements that likely contributed to maladaptation and inappropriate automated dosing responses. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.